Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached prematurely. The customer experienced a loss of consciousness, however, was able to self-treat with sugar and orange juice upon regaining consciousness. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc device detached prematurely. The customer experienced a loss of consciousness, however, was able to self-treat with sugar and orange juice upon regaining consciousness. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. Sensor plug is properly seated and no physical damage is observed on the sensor patch. Visual inspection was performed and observed vertical crack and scraped sensor neck of the plug assembly. All pertinent information available to abbott diabetes care has been submitted.